Manufacturer narrative:
It is not known if the initial reporter is submitting the event to FDA. Device not returned to manufacturer.

Event description:
Reporter stated that a peritoneal dialysis patient, on extraneal (a labeled interferent for comfort curve test strips), was admitted to the hospital on (B)(6) 2012. Admission diagnosis was reported as chest and abdominal wall edema caused by peritoneal dialysis catheter. Reporter stated that at 02:55am, on (B)(6) 2012, patient's blood glucose was measured on the inform system with a result of 120 mg/dl. At 3:00am, patient's catheter was replaced and patient was noted to be diaphoretic and unresponsive. Reporter indicated that, while treatment was delayed based on the result of 120 mg/dl, the duration of the delay and subsequent treatment details were not available. At 04:07 am, patient's blood glucose was reportedly retested on the inform system with a result of 156 mg/dl. At 4:40 am, a blood sample was obtained from the patient and, when tested on a laboratory instrument, measured 43 mg/dl (time that the value was reported out of the lab was not provided). Based on the laboratory value, unspecified hospital staff concluded that patient's peritoneal dialysis solution could be interfering with blood glucose results and testing on the inform system was discontinued. Reporter stated that patient's peritoneal dialysis therapy and prandin were suspended until blood glucose increased (time of therapy discontinuation was not provided). At 03:00pm, on (B)(6) 2012, patient's status was reported to be "normal" and she was discharged from the hospital. Reporter stated that quality control testing is performed on the inform system, every 24 hours, and all values were reported to be in acceptable range. At the time of the report, the facility no longer had the test strips in use at the time of the event. The suspect product will not be returned to the manufacturer for evaluation.